Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery with heavy calcification. The 2.5x120mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured after the second inflation at 8 atmospheres. The procedure was successfully completed with a new 2.5x120mm armada 14 bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.